Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 345 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was treated with intravenous insulin. The customer left the ER in stable condition with a bg of 185 mg/dl. The bg at the time of the report was 162 mg/dl. After reviewing the pump history and settings with tandem technical support, no issues that would have stopped insulin delivery was observed. Reportedly, the customer changed out the infusion set site and resumed insulin delivery.